Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number 3006705815-2020-00209. It was reported that during the patient's permanent scs system implant surgery, the physician was unable to implant the lead due to excessive spinal tissue. The surgery was abandoned.